Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce the x-ray. Upon functional testing the fse found that the cause of the issue was due to the open filament in the tube. Review of the system log file showed ¿¿x-ray generator exceptions¿¿ error. The fse replaced the x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not produce x-rays. The issue was found during clinical use. No harm has been reported to philips.